Event description:
(B)(4) the dealer reported that the irc5po2 stationary concentrator would logoff without command, and not alarmed to alert the user to seek an alternative oxygen source. There was no patient injury reported.